Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to wear and tear. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per procedure.

Event description:
It was reported the jaw will not open all the way. It was replaced and the case was completed with no further issues.